Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that door open sidewall switch needed to be adjusted. Once adjusted, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that while setting up the system and closing the doors around the patient, the door open message continued to appear. The radiologic technologist (rt) lightly bumped the doors while they were open and being positioned over the patient. The site was unable to make the door appear as closed and therefore had to abort navigation. There was no patient impact reported and a 30-45 minute delay.